Manufacturer narrative:
Batch review performed on 09 october 2018 lot 156978: (B)(4) items manufactured and released on 11 march 2016. Expiration date: 2021-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 10 october 2018 partial hip revision surgery occurred 10 months after primary cementless total hip arthroplasty in a (B)(6) man. Radiographic images provided show the presence of stem subsidence. The reason of this event may be the implantation of an undersized stem: the reason of this choice cannot be determined, the lateral view is not available for the subsided stem. We have no reason to suspect a faulty device.

Event description:
On 10 september 2018 sales representative has been informed by surgeon about a planned revision surgery , we would revise and change the head. Revision surgery done on (B)(6) 2018. Subsidence of the stem, around 10mm. Upon review of the stem noticed that the stem seems undersized. Took off femoral head which was -4mm, added a cocr 10.5mm head on, giving the patient additional length required. Revision surgery occurred. The patient had original hip completed on (B)(6) 2017 and has been complaining of a loose sensation, although he had not dislocated could feel when he was at the gym and general walking around.